Event description:
It was reported that when using the BD Pyxis¿ ES Server, devices were showing incorrect load information between actual inventory and that shown in report.The customer stated that there was a delay in patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.